Event description:
The customer reported the speaker is dead with no sound. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device was returned and evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The speaker's sound was crisp and clear. Two instances of "speaker fault" were observed when reviewing the device's stored logs. Internal inspection found contamination under component u24 of the instrument board, this component is part of the speaker driver. The customer's complaint was not duplicated.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the speaker is dead with no sound. No patient impact, or consequences were reported.